Manufacturer narrative:
MFR's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for eval. The cause of reported leak is unk.

Event description:
Customer reported lr bolus fluid all over floor. Hole noticed in IV tubing. Tubing was loaded in IV pump properly per rn. No pt harm reported for this event. Customer stated no add'l pt/event info will be provided.